Manufacturer narrative:
The pod was received with the soft cannula deployed. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in an attempt to establish communication between the pod and the master pdm. This attempt was unsuccessful. The pcb assembly was removed from the pod chassis and attached to the power supply. This attempt was also unsuccessful. The download data was unable to be obtained as the pod could not establish connection with the master pdm. Corrosion was observed on the pcb assembly, all three batteries, mechanism rails, linkage assembly, and reservoir. This corrosion prevented the download of the data and contributed to the low batteries voltages. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. This leak contributed to the observed corrosion and prevented the proper delivery of insulin.

Event description:
It was reported the patients blood glucose level rose to 395 mg/dl while wearing the pod between 4 and 24 hours.